Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self test. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. The main arm cannot communicate with the motor arm alarm followed by hal software error detected. Alarm found in the pump history due to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and was able to complete rewind. The self test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.